Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the proximal popliteal artery. After placement of a non-abbott guide wire, pre-dilatation was performed with an unspecified 7.0mmx60mmx80cm balloon dilatation catheter (bdc) at 10 atmospheres (atm). The non-abbott guide wire was exchanged for another non-abbott guide wire. The 6.0mmx60mmx80cm supera self-expanding stent system (sess) was successfully advanced to the target lesion. The deployment lock was not unlocked during deployment of the stent implant, which resulted in approximately 10% elongation of the stent implant during deployment. A portion of the stent implant was deployed in healthy tissue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The procedure was completed at that time. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported stent elongation could not be tested because the stent was deployed in the patient and was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Additionally, it should be noted that the supera instructions for use (IFU) states: when stent final deployment is desired, retract the thumb slide into the proximal most position; rotate the deployment lock to the left to allow for thumb slide to advance to the distal most position. Under strict fluoroscopy, advance the thumb slide into the distal most position on the handle. Based on the reviewed information, no product deficiency was identified.